Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During fill 1 of 2 fluid was discovered leaking from the patient line around the pin connector and onto the floor. There was no hole noted and the connection was tight. There was fluid around the pumps of the cycler. There was a drain complication warning during drain zero. Additional information was requested, but no details were provided. A cycler set was not returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.